Event description:
The device was used during an unspecified procedure. Reportedly, the anastomosis was not complete and the knife did not cut. The surgeon used another instrument to complete the procedure. The hospital has reported no pt injury occurred.